Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that during needle placement for first trial lead, patient became unresponsive, and a rapid response was called. Physician stated that unresponsiveness was due to a vasovagal response. Patients vitals were stabilized and the physician cleared patient to discharge to go home with no additional medical intervention. No further information has been obtained despite good faith efforts.